Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and similar investigation results in the past, a likely mechanism causing the reported event might be the following: 1. Due to various factors such as hardness of the calculus, a force beyond the strength resistance was applied to the device during the lithotripsy. 2. Due to the description above ¿1¿ description, the operating wire broke near the handle. However, the subject device was not returned and the root cause of the phenomenon could not be determined. The event can be prevented by following the instructions for use which state: ·do not use this instrument for a calculus that is assumed impossible to be crushed by a lithotriptor. The pipe or the basket wire may break and part of this instrument may remain in the body. ·use this instrument by having the settings to switch to open surgery and the hospitalization plan ready in case the calculus cannot be crushed by lithotriptor bml-110a-1. ·a lithotriptor cannot always crush all calculi captured in the basket. Operation of this instrument is based on the assumption that open surgery is possible as an emergency measure. If the calculus is too hard, it is possible that the damages shown in chapter 5, ¿emergency treatment¿ may occur. Use the lithotriptor by considering that it may lead to damaging the instrument and that open surgery may have to take place. ·this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected. ·during lithotripsy, keep the portion from the coil sheath to the bml handle straight in line with the scope¿s biopsy valve, as much as possible. If not straight, the coil sheath may bend, calculus may not be crushed, and/or the instrument with calculus engaged may not be removed from the body. ·do not rotate the bml handle knob abruptly. This instrument may break, and/or calculus may not be crushed. Also, the instrument with calculus engaged may not be removed from the body. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported on behalf of the customer that during a therapeutic endoscopic bile duct stone removal with a single use mechanical lithotriptor v, the stone was more firmly incarcerated than expected, and the wire was cut near the control unit and was sticking out of the patient¿s mouth. The procedure was aborted since the stone could not be removed, and a surgical operation was performed two days later and the stone was successfully removed. The device was inspected before use and appeared to be normal. There was no impact on the patient or procedure and no health hazard reported.

Manufacturer narrative:
The device is not being returned for evaluation as it was disposed of. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.